Event description:
It was reported that elevated cardiac enzymes and myocardial infarction occurred. The patient was on a prior regimen of aspirin (>= 72 hours). At the time of the procedure the patient received heparin or other antithrombotic medications and a loading dose of 325 mg of aspirin. The 4.0 mm x 35 mm target lesion located at the mid-left anterior descending vessel was pretreated with the 3.5 mm x 40 mm non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 3.0 mm x 38 mm synergy xd drug eluting stent demonstrating 10% residual stenosis with timi flow of 3. During the 3-6 hour post procedure lab draw, the results demonstrated elevated troponin t hs and troponin I hs levels which met the criteria for a myocardial infarction. The patient discharged on the same day of the procedure with aspirin and clopidogrel. No further details reported.